Manufacturer narrative:
Device malfunction caused event, but did not cause or contribute to a death or serious injury.

Event description:
An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the anomaly is associated with an intermittent trace that is connected to pin 4 of the touch screen display. Once the flex cable was pressed on the touchscreen display, no further anomalies were identified during the analysis.

Event description:
An office nurse called and reported that his handheld computer had been acting up lately. He reported that the software freezes on various screens even after performing multiple hard resets. He reported it has happened a couple of times on the main menus screen. The handheld has been returned for analysis and completion is pending.